Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the manufacturing records was performed and indicates that there were no quality concerns associated with the manufacturing process.

Event description:
It was reported by an attorney that the patient underwent left inguinal hernia repair surgery on (B)(6) 2006 and mesh was implanted. It was reported that the patient underwent revision surgery on (B)(6) 2007 and two (2) mesh products were implanted during which the surgeon noted ¿scarring of the conjoined tendon in the left groin and it was attached to the mesh¿. It was reported that the patient experienced left groin pain. Other procedure is captured in a separate file. No additional information was provided.

Manufacturer narrative:
Date sent to the FDA: 12/28/2020. Additional b5 narrative: it was reported that the patient experienced hernia recurrence.